Event description:
The customer reported that a regulator failure error code displayed on the system. No pt injury was reported.

Manufacturer narrative:
(B)(4). The ge service rep found a weak battery pack so he replaced the battery pack. The system functions as intended.